Manufacturer narrative:
An event regarding alleged infection involving a unknown stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported, "before, the patient underwent the tha. Afterwards, the patient had an infection and cut the femoral bone lengthwise to remove the stem. On (B)(6) 2015, the patient underwent the surgery with c-long stem. After the cement inject, the surgeon inserted long stem, but the tip of stem and cement protruded from the femoral bone cut lengthwise before. Therefore, the surgeon removed the cement, used a plate in the lateral of the femoral bone and inserted eon stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report. Discarded.

Event description:
It was reported, "before, the patient underwent the tha. Afterwards, the patient had an infection and cut the femoral bone lengthwise to remove the stem. On (B)(6) 2015, the patient underwent the surgery with c-long stem. After the cement inject, the surgeon inserted long stem, but the tip of stem and cement protruded from the femoral bone cut lengthwise before. Therefore, the surgeon removed the cement, used a plate in the lateral of the femoral bone and inserted eon stem."